Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Multiple supply changes were performed in attempt to resolve the issue, however, the reported issue continued. Customer's blood glucose was approximately 124 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.